Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02014. Reportable based on completed device analysis of the related rotawire on 01mar2016. It was reported that a guidewire kink occurred. The target lesion was located in the non calcified coronary artery. A 330cm rotawire¿ and a rotalink burr were selected to treat the target lesion. During the procedure, the physician attempted to advance the burr to the wire; however, it was noted that the burr was unable to advance. The physician removed the device from the patient's body and noted that the rotawire was kinked. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's condition was good. However, device analysis of the rotawire revealed a guideiwre detachment.